Manufacturer narrative:
Upon receipt, laboratory analysis confirmed that all setscrews operated normally, and visual inspection and testing of the lead ports did not reveal any issues. All electrical testing was successful, and no issues that would have caused or contributed to the high impedance measurements were noted during the extensive laboratory analysis process. As a result, it is not possible to definitively determine the root cause of the high impedance measurements. However, because this occurred once the lead was implanted with the new replacement device, we suspect that the model 0175 lead may not have been fully inserted in the header of the energen model f141 device, or the setscrew may not have been fully secured. This could have resulted in an incomplete electrical connection and the observed high, out-of-range pacing impedance measurements. Additionally, the model 0175 lead had normal measurements when it was implanted with the patient's previous device, and as a result, a lead issue is not suspected.

Event description:
Boston scientific received information that after a normal replacement procedure of the device a new device and previously implanted right ventricular lead was connected and out of range pacing impedances were noted. The pocket was re-opened to perform a lead revision, and this right ventricular lead was surgically abandoned while a new right ventricular lead was implanted. The newly implanted device was also replaced as an issue with this device could not be confirmed. The device will be returned for analysis while the right ventricular lead was surgically abandoned and will not be returned. No adverse patient effects were reported. It was noted that all measurements were normal with the previously implanted device.